Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing leakage at site events on (B)(4) 2024. The set was in use 4-24 hours. Blood glucose levels were high at the time of event. Patient took correction bolus via pump, replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1903571 - MDR 3003442380-2024-12262 - device 2 of 2.